Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to damage charge-coupled device (ccd) unit, e216(scope communication err) occurred. Due to breakage of the ID board, the exera data verification had no data transmission. Additionally, the device evaluation revealed the following findings: angulation lever was deformed; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; indication on light guide connector was not correct; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope displayed an e216 (scope communication error), the exera data verification had no data transmission and there was no image displayed. The issues were observed during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the event was caused by stress of repeated use, external factors, or handling or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. It is likely error code e216 occurred due to damage on the charge-coupled device unit; however, a definitive root cause could not be determined. The event can be detected/prevented by following the inspection method for the event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. "< inspection of the endoscopic image> before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. (Figure 3.15). Confirm that the touch panel shows the ¿main¿ screen on the video system center. To perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center.". Olympus will continue to monitor field performance for this device.